Manufacturer narrative:
A steris service technician arrived on-site and reviewed the cycle tapes for the system 1e processor subject of the reported event. The technician identified that the cycle had been cancelled by the user facility. All instruments present in the system 1e processor subject of the reported event were reprocessed prior to use in patient procedures. The technician inspected the system 1e processor and identified the unit to be operating according to specification. Steris quality reviewed the reported event and concluded that based off of the information provided, the most likely cause of the water leak was an obstruction between the top of the tray and the underside of the system 1e processor lid, causing a leak path. This obstruction most likely would have been a result of improper placement of the endoscope within the system 1e processor tray. Steris completed in-service training on the proper use and operation of the system 1e processor with the user facility on 6/27/17. No additional issues have been reported.

Event description:
The user facility reported their system 1e processor was leaking water. No injury, procedure delay, or cancellation was reported.